Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. This report is for the 1 ventricle perforation. The date of the event(s) is unknown. According to the article the date range for this event(s) is from january 2012 and january 2017.  For this reason, the first day of the range was used as the occurrence date.  In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below. P130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication).   Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause is unknown but could be related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: fischer q, et al. Performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves. Arch cardiovasc dis (2019), https://doi.org/10.1016/j.acvd.2019.05.008.

Event description:
Through the review of the medical article by our affiliates in france: "performing optimal transcatheter aortic valve implantation: the need for tailored use of transcatheter valves". Corresponding author dominique himbert, the following events were identified: between january 2012 and january 2017, a total of 502 patients with symptomatic severe aortic stenosis at very high or prohibitive surgical risk were treated with tavi. Edwards sapien xt (sxt) and sapien 3 (s3) were implanted in 275 patients. Procedural complications: 2 annular rupture (1 death, 1 non-fatal). 1 conversion to surgery. 6 tamponade (1 death, 5 non-fatal). 1 ventricle perforation. 1 mitral valve damage. 18 av block. 10 strokes (4 during procedure, 6 on 30-day outcome). 87 vascular complications (27 during procedure / 62 on 30-day outcome). 65 bleeding (8 during procedure / 57 on 30-day outcome).   30 day outcome: 4 cardiovascular death. 31 acute heart failure. 35 pacemaker implantations.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10003, 2015691-2020-10004, 2015691-2020-10005, 2015691-2020-10007, 2015691-2020-10008, 2015691-2020-10009.